Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that (silk tape) is not sticking and is causing itching when used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).